Manufacturer narrative:
Cerner distributed a priority review flash notification on february 9, 2016 to all potentially impacted client sites. The software notification includes a description of the issue, an alternate workflow, and notification that a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner corporation has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. When end-users utilize the reconcile and plan functionality during discharge reconciliation, a home prescribed medication may not be discontinued if the pending reconciliation is signed. This may occur if the user makes a selection that results in a pending action on a prescription while initially planning the reconciliation, but the action is changed before the user signs. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on february 9, 2016 to all potentially impacted client sites. The software notification includes a description of the issue, an alternative workflow and notification that a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner distributed an updated priority review flash notification on july 14, 2016 to all potentially impacted client sites. The software notification includes a description of the issue, an alternative to prevent the issue from occurring, and notification that a software modification has been developed and is available to address the issue for all sites that could be potentially impacted. Cerner corporation considers the issue resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner corporation has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's powerorders, nor are these products currently actively regulated by the FDA. When end-users utilize the reconcile and plan functionality during discharge reconciliation, a home prescribed medication may not be discontinued if the pending reconciliation is signed. This may occur if the user makes a selection that results in a pending action on a prescription while initially planning the reconciliation, but the action is changed before the user signs. Cerner has not received communication on any adverse patient events as a result of this issue.